Manufacturer narrative:
No loose drive support cap noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked end cap.

Event description:
Customer reported via phone call that drive support cap was sticking out. Customer's blood glucose was unknown. Customer reported that insulin pump was not dropped nor bumped. Customer was advised that insulin pump would need to be replaced.